Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor cannula was missing when the sensor was removed from the body. The customer stated that the sensor was inserted into the love handles. He did not know the blood glucose reading. The sensor was not replaced or returned for analysis.